Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest the rupture could be related to the severely calcified annulus as well as possible incorrect valve area measurements..  Attempts at obtaining procedural cine were unsuccessful. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the 26mm sapien 3 case by tf approach in aortic position, the annulus was severely calcified and the area was measured with 3mensio as 492mm2. Post deployment of the valve, an annulus rupture was noted. Reanimation was started and the patient was converted to open heart surgery. During surgery an annulus rupture was seen towards the coronary sinus. The sapien 3 valve was explanted, the rupture was repaired and a 19mm perimount valve was implanted. Unfortunately the patient did not recover and died in the night. Post implant, the team reviewed again the 3mensio due to the discrepancy of 26mm s3 valve and 19mm perimount, but measurement was correct and it is unclear why there is such a big difference is sizes.